Event description:
Country of complaint: (B)(6). The insulation on the tip fell off during the "open surgery" of an laparoscopic colon resection. Notice: during "open surgery" means, when they prepare for the circular stapling. At this time the colon was placed on the pt stomach and an open technique is used.

Manufacturer narrative:
(B)(4). Mfg site eval: visual and mechanical inspection: instrument arrived contaminated in a poly bag. Part of the insulation on the tip of the instrument was chipped. The tip shows no indications of add'l damage (from dropping or similar circumstances). Investigation: the thickness of the insulation and the shape of the metal base were both measured, both were found to be according to spec. The coating shows no deviations. Conclusion: without further knowledge about the circumstances it is likely that the damage resulted from a user related error.